Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was giving her inaccurate erratic readings. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that on (B)(6) 2012 at 6:30am, she reported blood glucose results of "77, 77, and 77mg/dl" with a lifescan meter, performed more than 20 minutes of each other. The patient stated that she does not take any medication to manage her diabetes and denied making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed that she did not develop any symptoms but two and half hours after the alleged issue occurred, the patient stated that ems was called in. Ems tested her on their device (unknown type) and obtained the results of "30 and 43mg/dl" and shortly after, administered the patient with a "glucagon injection." At the time of troubleshooting, the cca determined that an approved sample site was used for testing. Replacement products were sent to the patient. Although the patient denied developing any symptoms, this complaint is being reported because the patient received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.